Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2024, as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation 1 unit of lot c1963372 of echo-hd-22-c was returned opened in its original packaging. On evaluation of the devices the following observations were made: clarfication was request as follows: ¿according to additional information no kinks were observed by the customer: 1.if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? (No answer) during lab evaluation distal kink (slight bend observed approx. 2.5 cm from the tip of the needle), and proximal kink (proximal kink below sheath extender) and also a kink on the needle below the hub were observed. Please find below pics from the lab and pr details. Could you please confirm with the customer if any of these kinks were observed before returning to cirl?¿ reply was received as follows: ¿no, they didn¿t observed any kinks.¿ manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1963372 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement of the needle into hard target area or through hard tissue on the first 3 successful passes as per description of event ¿the needle offered a lot of resistance when trying to make the puncture¿ leading to the distal kink of needle which in turn may have resulted in excessive force being applied on the needle advancement/retraction leading to the needle kinking below the hub, and proximal kink below sheath extender. All these kinks could also contribute to the needle advancement and retraction difficulty reported by the user and observed during lab evaluation. Proximal kink below sheath extender could also occurred during transportation or external storage as was not confirmed by the user. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2024, as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the needle offered a lot of resistance when trying to make the puncture. It also offered a lot of resistance doing it outside the echoendoscope. They decided to open a new needle of the reference echo-hd-22-c that worked perfectly patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. 4. If not with the device in question, how was the procedure performed and/or finished? They use another unit of the echo-hd-22-c 5. Was the device used in a tortuous position? 6. Are images of the device or procedure available? 7. Was it damaged in packaging before removal? 8. Was it damaged on removal from packaging? 9. Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? 11. Was the scope recently serviced / repaired? 12. Was force required on insertion of device into scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Resistance was noted in both movements of the needle but the needle was also tested outside the patient with same results 14. What is the endoscope manufacturer and model number that was used with this device? 15. Was difficulty experienced while retracting the needle? Yes 16. Was the needle able to be fully retracted before removing from the patient? 17. Was gaining access to the targeted site difficult? 18. Was the endoscope in a flexed or twisted position at any time during the procedure? 19. Was needle penetration of the targeted site difficult? No 20. Was the stylet fully in place inside the needle when advancing into the targeted site? 21. Was the stylet partially removed prior to advancement of needle? 22. How many biopsies/passes were obtained with use of this needle? 3 23. Did any section of the device detach inside the patient? 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? 26. Was there difficulty in attachment / detachment of the leur to the scope? 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No